Event description:
It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The patient was admitted to the hospital for vegetations identified on the transcatheter aortic valve replacement (tavr) implant and the native mitral valve. No evidence of vegetation was observed on the closure device. The patient was admitted on (B)(6) 2026 due to stroke-like symptoms and overall sickness. The patient had undergone a prior genitourinary (gu) procedure approximately one month before the closure device procedure that may have resulted in vegetation. There were no patient complications. No further information was provided at the time of this report.